Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID a820; product type: software. Version 2.0.1700 section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient, who was receiving dilaudid (hydromorphone), unknown baclofen, and clonidine via an implantable pump for intractable spasticity indications for use, regarding an external device. It was reported that the handset was not working correctly and the communicator was no reading it correctly. The patient stated yesterday they were supposed to have 3 boluses in and they said they were only 2 boluses in and it always tells them to wait or close the app. The patient stated sometimes when they are getting their boluses, they never feel like they are getting the boluses because it is not functioning properly. The patient mentioned they could be holding the communicator on their belly for 5 minutes and still not get any medicine. The patient stated the screen got stuck at 90% for several minutes before the bolus is delivered. The patient stated they spoke to their healthcare provider (hcp) who told them to call for assistance. The patient said the issue had been going on since they got the device but it is getting worse. The agent assisted the patient with clearing data on the handset and recommended closing out apps after using the personal therapy manager (ptm) and the patient said they do that. After clearing the data, the patient was able to connect to the pump with lockout screen. The agent confirmed the pump time was correct on the pump. The troubleshooting steps taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. It was reported that the patient's lag issue was ongoing/recurring. It was lagging again at 90% and was running slow. During the call, the agent walked the patient through clearing data and the patient closed all applications. The patient was able to connect to myptm (patient therapy manager) app as normal. The patient would call back if issues persisted.